Manufacturer narrative:
(B)(4). Manufacturer's ref. No: (B)(4) the biosense webster failure analysis lab received a returned box with a used device. There was sender identity. However on (B)(6) 2016 the sender responded that he was unable to clarify if there was an existing complaint file or any issue associated for this returned device. A search was also performed by the biosense webster complaints handling unit and we were also unable to identify a complaint associated with this product. Therefore, this complaint file was created for this extra product received. Upon receipt, the catheter was visually inspected and it was found that the peek housing and tip lumen transition were cracked open with internal parts exposed with reddish brown material inside the area. Due to the damage, an x-ray of the catheter was taken and it was noticed that the t bar was slightly slid down getting caught at the tip. This condition contributed to the crack observed due to the fact that the t-bar is applying stress at that point. An internal corrective action has been opened to prevent the t bar issue. The catheter was evaluated for eeprom, carto 3 and biosensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Since there is no specific issue reported, it is not possible to determine whether the complaint was confirmed or not. An internal corrective action has been opened to prevent the t bar issue.

Manufacturer narrative:
In error, originally this product was associated to another complaint file. Therefore, this returned catheter condition was reported under 3500a 9673241-2015-00500. During an internal departmental review, this discrepancy was discovered. Therefore, after clarification, this complaint file was created to document and report the reportable returned catheter condition for this product. A 3500a supplemental was submitted under 9673241-2015-00500 providing this correction. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
The biosense webster failure analysis lab received a returned box with a used device. There was sender identity. However on (B)(6) 2016 the sender responded that he was unable to clarify if there was an existing complaint file or any issue associated for this returned device. A search was also performed by the biosense webster complaints handling unit and we were also unable to identify a complaint associated with this product. Therefore, this complaint file was created for this extra product received. The biosense failure analysis lab noted the returned catheter condition of the peek housing and tip lumen transition was cracked open with internal parts exposed with reddish brown material inside. Since the catheter integrity was compromised, this returned catheter condition was assessed as a reportable malfunction.